Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing that resulted in an inappropriate shock delivered. A revision procedure was performed and this lead was replaced. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.